Event description:
It was reported to philips that the pins on the battery pca were bent. No patient involvement.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated codes to reflect failure analysis results. Furthermore, removed code from device codes as it did not reflect the reported problem.

Event description:
It was reported to philips that the pins on the battery pca were bent. No patient involvement. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Upon conclusion of the analysis, no fault was found and the reported issue could not be verified.